Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that when the surgeon tried to replace the hip in place, the femur cracked, almost without forcing it in place. It was too long to reduce the fracture. The surgeon had to place a cable to hold the femur. It was also stated that if they had a short neck cemented implant, this would not have happened. They don't exist, only in non-cemented stem.

Manufacturer narrative:
(B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.